Manufacturer narrative:
Date of this report, corrected data: supplemental report #1 inadvertently listed the incorrect date of the report, as it should have been 10/15/2018. Event description, corrected data: supplemental report #1 inadvertently did not include information regarding internal investigation. Date received by manufacturer, corrected data: supplemental report #1 inadvertently listed the incorrect date, as it should have been 10/15/2018. Brand name, corrected data: supplemental report #1 inadvertently did not include generator as suspected product. Type of device, corrected data: supplemental report #1 inadvertently did not include generator as suspected product. Model #, serial #, lot #, expiration date, and unique identifier #, corrected data: supplemental report #1 inadvertently did not include generator as suspected product. Device manufacture date, corrected data: supplemental report #1 inadvertently did not include the generator¿s manufacture date.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. No other relevant information has been received to date.

Manufacturer narrative:
Remedial action initiated, corrected data: initial report inadvertently listed ¿modification/adjustment.¿ this is now unmarked as no remedial action was taken.¿

Manufacturer narrative:
Evaluation codes (conclusions), corrected data: initial report inadvertently listed incorrect conclusion code.

Event description:
This event was initially reported through analysis of programming data from the patient's generator. Programming history revealed that high impedance was observed on (B)(6) 2018 and the impedance returned to acceptable levels by the time the patient's visit ended on (B)(6) 2018. Programming data review also revealed that the high impedance was not seen upon later interrogations of the device. An internal review of the manufacturing tests performed on the device was conducted. It was observed that both the generator and the lead passed all functional specification tests prior to release, and no unresolved non -conformances were found. No additional relevant information has been received to date.